Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. The asymptomatic patient was brought into the clinic and the device was reprogrammed successfully.